Event description:
It was initially reported that the patient had difficulty recharging their implantable neurostimulator (ins) since implantation. The use of the antenna locator (al) feature would only show a range of mid 50's to mid 60's. It was noted there was only 2 coupling bars when using the recharger but also had no coupling bars in the past. Subsequent information received (B)(6) 2012 indicated that when using the al feature they could only get a reading of 44. The use of a new recharger unit did not resolve the issue. Follow up information reported that the patient underwent a revision of the pocket where the ins was moved to her low back area. It was reported that the revision took care of the coupling/recharging issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65 lot#, serial# (B)(4), implanted: explanted: product typ lead product ID 37754 lot#, serial# (B)(4), implanted: explanted: product typ recharger product ID 37751 lot#, serial# (B)(4), implanted: explanted: product typ recharger product ID 37744 lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 355531 lot# n308816, serial# implanted: explanted: product typ screening device product ID 3550-p4 lot# n308173, serial# implanted: explanted: product typ accessory product ID 3550-39 lot# n306063, serial# implanted: explanted: product typ accessory. (B)(4). Analysis of returned recharger model 37751, serial #(B)(4), showed no anomalies.